Event description:
Boston scientific received information that this right atrial lead was dislodged post original implant and it was decided at that time not to address the issue. The physician decided to place a new ra lead while the patient was admitted in the hospital for other issue. This lead was abandoned surgically and a new ra lead was successfully implanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.